Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor cannot complete testing) was confirmed. As received, the monitor failed incoming functionality testing. The cause of the test failure was isolated to a defective r3 resistor on the defibrillator pca. The resistor was out of tolerance. The root cause for the defective resistor could not be positively identified. No adverse event resulted from the defective resistor.

Event description:
A zoll distributor returned monitor sn (B)(4) indicating that the monitor failed incoming functionality testing.